Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up will be filed once investigation results are available.

Event description:
A customer reported receiving an error 658 on his precision xtra blood glucose meter. As a result, the customer could not properly monitor his blood glucose. He then reported feeling weak and as if he could not stand up. He reported experiencing a loss of consciousness and going to the hospital. Exact diagnosis and subsequent treatment administered while at the hospital is unknown. There was no report of death or permanent impairment associated with this event.